Event description:
It was reported that tubing broke at the site of the luer adapter in a clearlink continu-flo solution administration set during infusion of unknown chemotherapy drug. There is no report of patient/user injury or medical intervention in association with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.